Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose reading was 23 mg/dl. Customer stated they were very brittle and their blood glucose was high and they took 9 units and when woke up paramedics were prodding them. The insulin pump will not be returned for analysis.